Event description:
Customer emailed stating "beds that show stress at the same point, but have not broken."

Manufacturer narrative:
This report is for a bed frame that has stress at the weld. The location of the stress of the wels is unknown due to the customer not returning the bed frame. Unable to determine the device manufacture date because no serial numbers provided. Records show that the distributor was contacted on (B)(4) 2012 to make arrangements for return of 4 beds. The distributor did not respond and records show the beds were not returned or replaced. (B)(4) analysis report, dated (B)(4) 2011, on two removed sections from the bed-frame where the weld broke state: both fractures had occurred at the head affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typica of a high bending moment stress; the welding process employed ((B)(4)) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory however penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor.